Event description:
It was reported that the images on the 2600 sys were out of alignment. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The tube was aligned and the hard-switch was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.